Event description:
It was reported that patients ipg was no longer working and holding a charge. The initial plan was to undergo an ipg replacement. However, during the procedure, the physician decided not to proceed with the implantation of the new ipg due to concern of integrity with the lead. The ipg was explanted and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.